Event description:
It was reported that during procedure the cement-requiring rt femoral component was introduced without cement. No delay, injury or back up reported.

Manufacturer narrative:
Results of investigation: it was reported that during procedure the cement-requiring rt femoral component was introduced without cement. No part was returned for investigation. The surgical technique for the rt-plus rotating hinged knee clearly states that the rt-plus¿ is a constrained rotating knee prosthesis for cemented implantation (lit. No. 03307-en v2 (1922) ed. 05/15). The investigation performed shows that the reported product did not contribute to the failure mode. No further investigation are necessary. Although there is no patient injury being reported at this time, there is the potential for future complications due to the lack of cement used during implantation of the femoral component. Based upon the surgical technique, the decision to omit the use of cement cannot be ruled out as a contributing factor for any potential future complications such as micro-motion, instability, and/or the need for revision.